Event description:
Return reason: the customer reported that the balloon ruptured during insertion. Analysis determined; investigation small tear directly below distal adhesive band of balloon; origin unk. There are signs of overinflation. No mfg defects were found. Unit was used in vivo. This was not determined until analysis was completed. Remedical action taken no corrective action is necessary at this time. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary. Bbnj is continuously working to improve its balloon latex to lessen balloon tears. Each balloon is 100% inspected, inflated and deflated prior to packaging and final release. Inspection processes have been updated and are continually being evaluated for improvements.